Event description:
It was reported that product sterility compromised. A 2.75x24mm promus element drug-eluting stent was selected for use. However, it was noted that the package was polluted. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that product sterility compromised. A 2.75x24mm promus element drug-eluting stent was selected for use. However, it was noted that the package was polluted. The procedure was completed with another of the same device. No patient complications were reported. A promus element, mr, ous stent delivery system was returned for analysis. The device was returned with an opened outer box, foil pouch and hoop. No tyvek pouch, product mandrel or stent protector were returned. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product.